Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation:analysis of the returned device identified: weight to spec, opening curved on radius, crease fold, wear abrasion and white particles in the shell. A visual and microscopic analysis was performed which identified: striated opening on radius. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: contralateral side capsular contracture.

Event description:
Healthcare professional reported left side "late seroma observed during surgery." Device has been explanted.